Manufacturer narrative:
After installation of the cxp (B)(4) software, the field service engineer (fse) observed that the fc 500 would stop after each measurement with a "fs amp board warning" error message. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The field service engineer (fse) reported observing fs amp board errors on the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.